Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was unknown. Customer stated that esc button gets stuck. The customer stated that she did see a little condensation on top of the screen. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. Customer declined to troubleshoot for delivery anomaly. The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 60 mg/dl. Customer declined to troubleshoot for low blood glucose.